Event description:
I had mentor silicone implants put in and my health started to fall apart quickly after. Started with weight gain, severe rash, hives, intolerably itchy skin, intolerances to many foods and chemicals ringing in my ears, sensitivity to light and sound, several emergency room visits, went to pcp original plastic surgeon, rheumatologist, neurologist, dermatologist, allergist, gynecologist, holistic doctors. I was put on several medications and antibiotics. I was told that I had lyme and was put on 2 rounds of doxycycline. I was told it was a mthfr issue to hypochondria. I was weak and began having muscle atrophy, irritability, insomnia, headaches, brain fog. The list goes on and in 4 years of my life were taken away.